Manufacturer narrative:
(B)(4).

Event description:
The customer reported the defibrillator works on battery, but ac power and battery charge leds are off also with ac connected. There was no report of patient involvement.